Event description:
It was reported by patient that cassette alarmed no disposable, unable to resolve. Change over to backup pump and able to run. Did not provide lot number or expiration number of cassette. No further details given. No patient injury was reported.

Manufacturer narrative:
Manufacturing site address is unknown. Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown. No information has been provided to date. Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.